Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-05696. The patient has two leads from the same lot. It was reported the patient will undergo surgical intervention due to her scs system providing unsatisfactory pain relief.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.